Event description:
It is reported that the event of occlusion of the distal stent in the right sfa which occurred approximately 6 months post index procedure is unresolved and continuing.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). Evaluation conclusions: inherent risk of procedure (stent thrombosis). (B)(4).

Event description:
It was adjudicated that the previously reported occlusion event of the right sfa vessel that occurred approximately 6 months post the index procedure was a late stent thrombosis event.

Event description:
Approx. 7 months post in-stent occlusion of the right sfa, pta with a non-medtronic balloon was carried out. The event is reported as resolved.

Event description:
Two (2) complete se iliac stents were implanted in the sfa of the right leg of a patient in treatment of a dissection. Approximately 6 months post index procedure the patient was reported as experiencing occlusion of the distal stent in the right sfa. It was reported that the occlusion was not clinically significant, and at present no treatment has been given.

Event description:
Six months post index procedure during previously reported in-stent occlusion of the right leg patient underwent an arteriography and there was an attempt at recanalization. Event is unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).